Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was undersensing and intermittently sensing ventricular signal. No further information was known about the event. Additional information was requested and not yet received.

Event description:
New information received stated that the physician believed the issue to be due to patient anatomy or physiology.